Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient, who has a supraorbital lead for headaches and who also received ivgt therapy, experienced worse headaches that were pulsing and was concerned this was caused by the patient's stimulator. Impedances were checked and were within normal limits. The patient stated that she gets these "throbbing" headaches after her ivgt treatments. When she turned stimulation off over weekend she still had the pulsing headache. There was a concern that the lead was in a different position and that she felt paresthesia higher in the forehead than before. The patient was reprogrammed to simple bipole and the patient reported that the stimulation was in the area it should be. Additional information was received from the patient. The patient reported she did not have any electrical impulse coming out of the end of the lead, meaning that she was feeling stimulation at a different location. The patient stated she had always felt stimulation since implant but it was never in the same spot. The patient further stated that at her last follow-up appointment it was determined from the pictures that the leads had moved. She had been reprogrammed but now she is feeling stimulation in a different location. It was verified that the stimulation was on. The patient was redirected to their healthcare provider and the patient had appointment scheduled for (B)(6) 2016. The indication for implant was spinal pain.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. The rep had seen the patient on (B)(6) 2016. It was reported that there was no electro-magnetic imaging done with the ivgt therapy. The rep was unaware of any diagnostics that were done related to the headaches and lead movement issues. The rep stated that the headaches had improved, and that the decision was made that the lead had not moved. The patient reported that almost 100% improvement from headaches before implant. The patient is very happy with therapy at present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.